Event description:
It was reported that during an unk procedure, the firing knob of ntlc stapler did not advanced after moving a bit during the surgery. Surgeon had to use another stapler and new reload as a precaution. It did not cost any leak though. Procedure was delayed by 3 minutes. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 7/6/2026. D4: batch # 682d94. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload present. The reload had the proximal 6 drivers up and the remaining drivers down with staples present and the swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staples meet the staple form release criteria, however, 3 staples were noted to be missing along the staple line. These staples do not create a fluid path. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that an improper handle of the reload caused that the staple come out of the pockets. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 682d94, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.